Manufacturer narrative:
Qn#(B)(4). The reported complaint of "ECG and ap signal lost" is confirmed based on the picture provided in the complaint. The picture shows that there was no ECG and ap trigger available. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the ap/ECG signal missing. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "ECG and ap signal lost". Additional information states that to continue therapy, another pump was used. No patient injury or consequence reported. The patient s current condition is reported as "fine".

Manufacturer narrative:
(B)(4)

Event description:
It was reported "ECG and ap signal lost". Additional information states that to continue therapy, another pump was used. No patient injury or consequence reported. The patient is current condition is reported as "fine".